Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device heated up during a case at the user facility. The procedure was completed successfully with a brief 2-3 minute delay to retrieve backup equipment. No medical intervention or adverse consequences were reported.